Manufacturer narrative:
No malfunction suspected. The user was operating the power wheelchair on the sidewalk when they possibly hit a rough spot in the concrete and fell. The end user was not wearing the seat belt. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, or falling from the power wheelchair, drive in proper environments: avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass." And hoveround's owner's manual warns "to avoid serious injury or death: [a]ways use the seat belt."

Event description:
The end user stated while operating the power wheelchair outdoors on a sidewalk the power wheelchair veered off the sidewalk and the user fell.